Event description:
A report was received that alleges that when the endobronchial tube was being prepared prior to placement, it was noted the product was intended for right side intubation but the packaging indicated the device was for left side intubation. The device was not used. No incident related medical sequelae was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.